Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2015 with the following findings: the display lens was cracked extending from the top left of the display lens through the animas logo. No damage observed to the pump casing around the display lens. Returned battery cap used to complete the investigation. (B)(6)

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked display lens this report is made based on the results of an investigation completed on (B)(6) 2015.